Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs found no alarms related to the top case failure in the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the unresponsive touch screen was most likely due to physical damage to the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a partially unresponsive touch screen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the partially unresponsive display was due to a defective touch screen. The top case assembly was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a partially unresponsive touch screen. There was no patient injury reported as a result of this incident.